Event description:
It was reported that (1) hp053 was used during a unknown procedure. It was reported by the rep that the handpiece malfunctioned. Solid tone being generated. It is unknown how the case was completed. There was no consequence to pt.